Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported death, single leaflet device attachment (slda), and difficult imaging were unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The event was further reviewed by an abbott medical affairs team. The reviewer stated that ¿a patient with severe degenerative mr (grade 4) and underwent a successful teer on (B)(6), 2023 with a single mitraclip reducing the mr to grade 2. The same patient also underwent at the same time a successful teer with three (3) mitraclips in the tricuspid position reducing the tr from grade 5 to grade 3. Post-procedure the single mitraclip detached from the mitral leaflet and it was reported that on post-procedure day 4 ((B)(6), 2023) the patient expired. The exact cause of death is not provided. It was reported that during the index procedure imaging quality was poor. No details are provided regarding what additional interventions were performed to address the detached leaflet including whether the patient was taken to surgery. Therefore, it cannot be determined what was the cause of death, but most likely it may be procedure related considering the proximity to the initial implant procedure.¿

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a partial clip detachment and death. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 and tricuspid regurgitation (tr) grade 5. 1 clip was implanted on the mitral valve, reducing the mr to grade 2 and 3 mitraclips were successfully implanted off label on the tricuspid valve. The tr was successfully reduced to grade 3 and the procedure was concluded. After the procedure, it was observed that the implanted clip on the mitral valve detached from one of the leaflets. On (B)(6) 2023 the patient expired and the cause of death could not be determined. No additional information was provided.